Event description:
It was reported that the hollister pouch was found on the patient with a broken "antennae" inside the pouch. The "antennae" piece that was broken is from a part inside the pouch that is designed to prevent bag collapse. The piece was retrieved and there was no injury to the infant. The ostomy pouch was replaced with a new one. It is unknown as to what may have caused the part to break.

Manufacturer narrative:
Hollister is unable to determine the cause of the "antennae" breaking. Complaint trend analysis was performed for the last 3 months and was found to be in statistical control.